Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) lower display was blank. Although requested, it is unknown if there was patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the malfunction. The cse replaced the backlight inverter printed circuit board (pcb), which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).